Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2024. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. During visual inspection of the returned sample, the swage and attachment area was not as expected; since the hit of the stake was on the edge of the swage area of the needle, causing the suture to be severely cut due to an incorrect swage resulting in pull off. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: additional information received from the distributor via email on aug 26, 2024: the device was sent to j&j bogota dc. The sample arrived to the cq location and will be shipped to cg labs.

Event description:
It was reported that a patient underwent a face lift (rhytidectomy) on (B)(6) 2024 and suture was used. During the procedure, the needle is detached from the thread. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: there were no consequences for the patient. The person who answers the questions asked by the laboratory is g.t. , warehouse leader. We indicated to the client the correct way to deliver the dm sample, but the client did not use the biosecurity kit, but a red bag, we will proceed to repack it in the safety kit and send it to the j&j bogota dc facilities.